Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 9. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the user alleged one (1) false positive flu a patient result was obtained. The user visually read the test cartridge and questioned the positive flu a result from the analyzer, as the user interpreted the flu a result as negative. No confirmatory testing was performed. There were no health impact or consequences reported. Eua(B)(4).

Event description:
Report 1 of 9. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the user alleged one (1) false positive flu a patient result was obtained. The user visually read the test cartridge and questioned the positive flu a result from the analyzer, as the user interpreted the flu a result as negative. No confirmatory testing was performed. There were no health impact or consequences reported. Eua203152.

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 4297466. The customer reported that they received false flu a positive results for 9 patient samples. The customer performed qc from another lot but reported that the sars qc swab was positive for both sars and flu a. They also confirmed that they continued to use the lot but are reading the cartridges visually. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No samples were received; therefore, return sample analysis could not be performed. There were two photographs returned and showed the front and back of the veritor analyzer. The issue of false positive cannot be confirmed through these images alone, without analyzer result information. A trend analysis for false positive was conducted, no adverse trend was identified. It is advised that test cartridges must not be read visually and should always be used with the analyzer. There were no corrective actions taken at this time.